Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) triggered an alert due to high thresholds, low pacing impedance and high short interval counts (sic). The lead also exhibited a large area of insulation missing proximal to the anchoring sleeve. The rv lead was capped and replaced. It was further reported the right atrial (ra) lead also had a large area of insulation missing proximal to the anchoring sleeve. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.